Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) followed up with the customer about making sure the instrument is fully seated as the instrument and manipulator acted as if the instrument had been removed. The customer stated that they used the system every day since the issue and had no issues. The customer is to follow up with any other issues. No site visit was conducted. The system was working properly and no additional action was required. Review of the system log shows that two medium-large clip applier and two large clip applier instruments were used during the procedure. Review of the logs pertaining to these instruments show that all four clip applier instruments were used in subsequent procedures with no reported issues. For section d4: the customer reported a single clip fall event with one of the clip applier instruments used during this procedure. However, it is unknown which specific clip applier instrument failed to hold the clip. D4 was updated with a general clip applier instrument to address this. See below for the instrument specific information of all four clip appliers used during this procedure. Part number: 470230-12 / lot number: n10190612-0095. Part number: 470230-12 / lot number: n10190612-0070. Part number: 470327-12 / lot number: n10190715-0037. Part number: 470327-12 / lot number: n10190715-0053.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, while using the clip applier instrument, the universal surgical manipulator (usm) moved unexpectedly and caused the instrument to drop a clip into the patient. The doctor reportedly retrieved the clip without an issue and continued the case. It was reported that the site used the same instrument on the same arm through the rest of the case without issues. The procedure was completed with no reported injury.